Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).

Event description:
A customer reported receiving an ER-3 message on his adc glucose meter after test strip insertion. The customer reported that he was at home in bed "in the late evening" when he got up to test, received the ER-3 message, and "passed out", experiencing a loss of consciousness and a seizure. His wife drove him to the hospital, where he reportedly received "x-rays, blood given iron given IV's." The customer did not know if he received any diabetes-related diagnoses, and reported he was diagnosed with "alzheimer's". The customer also reported he was given a medication that had not been previously prescribed, but did not know the name of the medication. There is no report of death or permanent impairment associated with this event.